Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Product ID 8781, lot# serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 11-mar-2018, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 22-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (6 mg at 2.49925 mg/day), bupivacaine (30 mg at 12.49627 mg/day), and compounded baclofen (400 mcg at 166.61695 mcg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 a catheter access port dye study was performed as the patient was being scheduled for a pump replacement secondary to normal pump battery depletion.  During the catheter access port dye study, the catheter could not be aspirated and required revision.  On (B)(6) 2021 a catheter kink was identified during surgery at the spinal pocket.  The catheter was spliced, replacing the pump segment. On (B)(6) 2021 during a scheduled catheter revision, it was observed that the catheter tip had migrated from t4 to t2.  The spinal segment of the catheter was not revised and no intervention was planned/no action was taken. The outcome of the event (unable to aspirate and catheter kink) resolved without sequelae on (B)(6) 2021.  The outcome of the event (catheter migration) was unresolved with no further action planned.  The device diagnosis was catheter kink and catheter dislodgement.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2021.